Event description:
It was reported that the device pocket was ¿very loose¿ where the patient ¿could have¿ made the device do flip-flops. The device reportedly had moved from the hip to back bone. This issue was discovered at an appointment with the nurse who said that the device ¿was not where the [device] was implanted.¿ follow-up is being conducted to determine cause, action, and outcome.

Manufacturer narrative:
Concomitant products: product ID: 3093-28, lot# v695670, implanted: (B)(6) 2011, product type: lead. Product ID: neu_unknown_prog, product type: programmer, physician. (B)(4).